Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearing were damaged on the attachment device. It was noted in the service order "bearing damaged, error e2, bearing burst tip, worn tip, heat and vibration." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and noted that the device failed heat and vibration assessment. This type of damage is indicative excessive side loading causing the cutter to flex and to come in contact with the nose tube causing tip damage (worn tip) and the bearings to wear prematurely causing heat and vibration. Therefore, the reported condition was confirmed. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.